Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that the device became entrapped with the guidewire and the procedure was cancelled. A 2.1mm jetstream xc atherectomy catheter was used to treat a superficial femoral artery occlusion. Five minutes into the procedure, the guide wire and the catheter became stuck together, preventing effective treatment of the lesion. After removing the catheter and guidewire from the patient, attempts to separate them were unsuccessful. The procedure was cancelled, but there were no complications for the patient, who remained stable afterward.